Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump history was "not reflecting the prime or fill cannula" when the site, infusion set and cartridge was changed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-jan-2018 with the following findings: a review of the black box indicated that the data from the event date was unavailable for review due to continued pump use. The available black box data showed recorded prime and fill cannula events. During testing, the pump successfully completed the rewind, load, and prime steps without issue and accurately recorded in the pump history. The original complaint of a history/settings issue was unable to be duplicated during testing and unable to be fully investigated due to the pump history being overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.